Event description:
During index procedure, a resolute integrity rx drug-eluting stent was implanted to treat a severely calcified rca lesion. It is reported that a dissection occurred and two further resolute integrity rx drug-eluting stents were implanted to treat the dissection.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (dissection).